Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, on the second firing, it was not able to be fired even if the surgeon was able to press the green button. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.